Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Upon investigation, it was observed that the egm was in a different alert transmission. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
An ongoing tiger ticket investigation has been identified for this reported event. No further action is required at this time.